Event description:
It was reported that the user accidentally initiated a rewind of the pump while still connected to the body and then disconnected; the user was guided to fill the tubing until drops were observed at the connector and insulin delivery was resumed with no subsequent issues reported. Symptoms included no adverse clinical effects, and the user reported a blood glucose value of 142 mg/dl. Outcomes included no injury, no medical intervention, and no interruption of therapy beyond the brief troubleshooting step. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as designed after proper priming and reconnection. It was concluded that the event was use-related and resolved through troubleshooting and education, with no device malfunction identified.